Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Subsequently, the customer went to the emergency room (ER) and subsequently hospitalized a blood glucose (bg) displayed as "high" and a high ketones level identified to be life threatening by a health care provider. A specific bg value was not provided. In an attempt to treat the bg prior to hospitalization, the customer delivered a correction bolus. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.